Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, presence of a white particle attached to the device. Precautionary measures and actions taken: change of equipment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was one 4fr single lumen powerpicc catheter. The sample appeared free of obvious use residues. White material was observed adhered to the catheter shaft between the 33cm and 34cm depth markings. Attempts to remove or scrape the white material using a metal probe revealed the material to be firmly adhered to the catheter shaft. Microscopic inspection of the sample revealed that the white material appeared consistent with the ink used to print on the catheter. It appeared that ink was misapplied to the catheter shaft during product manufacture.